Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: acl. According to the reporter: the surgeon was attempting to remove the device with an extraction instrument. As he was pulling back on the handle, the tip broke off and remained in the implant.